Event description:
The intended procedure was esophagogastroduodenoscopy and/or colonoscopy. The procedure was completed without delay using a 190 scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. Correction in the field: b5. The information included in this field was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure was not determined. However, it is likely that the problem is caused by a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the scope was not detected when the 180 series was connected to the video processor; however, it worked and was detected when the 190 series was connected. The issue was found during preparation for a diagnostic procedure. There was no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and found that there was defect in the printed circuit board. The device evaluation also found that the video socket connector had a loose holding tab on receptacle board which would not retain scope connector properly. In addition, there were scratches noted on the rear and front panel and on the top cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.